Event description:
In 2008, the pt reported that while inserting an infusion site, the introducer needle of the headset bent. She stated that she straightened the introducer needle and inserted the infusion site. The pt was advised to insert a new infusion site. She stated that this has happened twice in the past two weeks. The pt also reported that her blood glucose had changed from 30-179 mg/dl. While experiencing low blood glucose, she disconnected from her infusion device and took a glucose tab. When her blood glucose elevated to 179 mg/dl she reconnected to her infusion device and began drinking water. Her blood glucose then returned to normal (124 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.